Event description:
The patient returned to the chemotherapy clinic to have the avanos homepump c-series elastomeric pump disconnected (ambulatory chemotherapy pump). It contained fluorouracil. As the nurse removed the tape securing the sensor, white powder was found under the tape around the sensor indicating a possible drug leak. The patient did not notice damp sensations or leaking from the tubing or pump. The area was cleaned and the patient denied any irritation, itching or discomfort at the site. The patient was instructed to notify the healthcare provider of any skin changes to that area. The pump was sent back to the manufacturer for investigation. Avanos sent a results letter to the reporting facility. They found "...a leakage was confirmed at the restrictor and tubing union a gap was seen between the tubing and glass restrictor component"..."a potential cause for the reported leak was determined as lack of solvent in the union, which could cause the joint to be weak and present leaks. A new equipment was implemented in the manufacturing process."